Manufacturer narrative:
(B)(4). Date of initial report : 01/07/2015. Date of follow-up report : 03/09/2015. One used lf5544 was received for evaluation.visual inspection found the clear insulation is damaged.the IFU states to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation. The additional findings did not contribute to the reported condition. The device was tested for resistance jaw gap and jaw force and all measurements were within the allowed range. The device was tested on simulated tissue for proper activation and knife function with acceptable results. Additional functional testing was performed with porcine kidney tissue. Multiple seals on various size vessels were made. All seal cycles were completed satisfactorily with end tones and a visually acceptable seal effect.

Event description:
The customer reported that during an ablation procedure the device was doing a very poor job of sealing the small vessels of the omentum. There was no patient injury.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.